Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26106. It was reported that the patient presented for a routine device exchange. Prior to procedure, the atrial lead was observed to be oversensing noise. During procedure, the physician noticed that the left ventricular lead had externalized conductors and the lead was fractured. The leads was capped and replaced on (B)(6) 2021. The patient was stable throughout the event.